Event description:
The user rec'd false positive (B) (4) igg results for two samples from the same pt. The first sample gave a result of 37 iu per ml. A week later, the second sample gave a result of 37.52 iu per ml. The user tested the sample on the vidas with a result of 7 iu per ml twice and on the axysm with a result of 6 iu per ml. No info has provided to determine if the results from the e module were reported or if the pt was adversely affected. If add'l info is rec'd, appropriate notification will be provided.